Event description:
It was reported that the patient, on (B)(6), 2011 had an l2-l3 tlif. On (B)(6), 2011, the patient was revised due to reported pain.

Manufacturer narrative:
Investigation in process.